Event description:
It was reported that the helix of the right atrial (ra) lead extended more than expected with each manipulation prior to the implant procedure. This resulted in twisting of the ra lead. A new ra lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of helix mechanism issue and material twisted were confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood and tissue. An x-ray inspection revealed the inner coil was over torqued consistent with the procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be extended and retracted successfully. The full helix extension length was measured to be within required specification. A visual inspection revealed the outer insulation was twisted along the lead due to over torquing of the inner coil consistent with procedural damage. The cause of the reported events was isolated to the helix being clogged with blood and tissue and an over torqued inner coil. Electrical testing revealed no indication of conductor fractures or internal shorts.